Event description:
It was reported that a person with diabetes (pwd) observed continuous glucose monitor (cgm) readings rising toward 300 mg/dl and discovered that the site had lifted and insulin was leaking which resolved after the infusion set was replaced. The event occurred while in use with patient, and there was no injury.

Manufacturer narrative:
B3: month and year of event have been provided; day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H3 and h6 codes - updated, correction to health effect-impact code. No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.